Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4).

Event description:
Same case as 2134265-2013-03369 and 2134265-2013-03371. It was reported that during a rotational atherectomy intervention procedure, a detachment occurred. The 99% stenotic lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The physician was ablating the lesion with an unspecified size rotalink burr when the burr perforated the artery. During removal of the burr the 330cm rotawire guidewire was severed and approximately 25cm of the distal portion of the guidewire remained in the rca. The physician then advanced a non-bsc guidewire and a 3.0x12mm emerge balloon to the perforation site and inflated the balloon to unspecified atms and the balloon ruptured. The balloon was replaced with a 3.0x12mm nc quantum apex balloon. The balloon was inflated to unspecified atms and removed. Upon removal of the balloon the patient was taken for immediate surgery to remove the guidewire fragement. Patient status was stable. It was a successful CABG.

Event description:
Same case as 2134265-2013-03369 and 2134265-2013-03371. It was reported that during a rotational atherectomy intervention procedure, a detachment occurred. The 99% stenotic lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The physician was ablating the lesion with an unspecified size rotalink burr when the burr perforated the artery. During removal of the burr the 330cm rotawire guidewire was severed and approximately 25cm of the distal portion of the guidewire remained in the rca. The physician then advanced a non-bsc guidewire and a 3.0x12mm emerge balloon to the perforation site and inflated the balloon to unspecified atms and the balloon ruptured. The balloon was replaced with a 3.0x12mm nc quantum apex balloon. The balloon was inflated to unspecified atms and removed. Upon removal of the balloon the patient was taken for immediate surgery to remove the guidewire fragment. Patient status was stable. It was a successful CABG.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: one device was received with its original pouch. The visual and tactile inspection revealed that the distal end of the wire was fractured and the spring tip missing. Foreign material was noted during the visual inspection. Measurements of the outer diameter were taken and all measurements met specifications. The returned device was sent for external analysis ((B)(6) lab) to determine the fracture failure mode and the foreign material. The (B)(6) lab concluded that the fracture occurred due to a bending overload in an area of reduced diameter and identified the foreign matter as an organic compound with carbon and oxygen with traces of molybdenum and calcium. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-03369 and 2134265-2013-03371. It was reported that during a rotational atherectomy intervention procedure, a detachment occurred. The 99% stenotic lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The physician was ablating the lesion with an unspecified size rotalink burr when the burr perforated the artery. During removal of the burr the 330cm rotawire guidewire was severed and approximately 25cm of the distal portion of the guidewire remained in the rca. The physician then advanced a non-bsc guidewire and a 3.0x12mm emerge balloon to the perforation site and inflated the balloon to unspecified atms and the balloon ruptured. The balloon was replaced with a 3.0x12mm nc quantum apex balloon. The balloon was inflated to unspecified atms and removed. Upon removal of the balloon the patient was taken for immediate surgery to remove the guidewire fragment. Patient status was stable. It was a successful CABG.